Event description:
Ae#1: (B)(6) 2021 - post-op complication - instability/dislocation (patient dislocated his shoulder during the evening following his surgery. Patient went to the hospital and his shoulder was put back into place) relatedness to the study device and to the surgical procedure noticed as definite.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not explanted.